Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that occlusion alarms occurred. Customer's continuous glucose monitor read "high". However, specific bg value was not provided. Customer administered a manual insulin injection and changed pump supplies to address bg. Reportedly, customer continued using pump for insulin therapy.